Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from accompany representative regarding a patient implanted with a neurostimulator (ins) used for peripheral neuropathy and spinal pain. It was reported patient was having a good relief, began having trouble charging 2 months ago and was not getting relief anymore because ins was dead. Patient noted patient ¿s charge would not stay connected, he got error messages that he could not remember. Rep attempted to charge with technical services (tss) on the line and got to pmr. Rep noted it then started charging with excellent coupling briefly and then stopped and rep could not charge. Rep mentioned he got stuck on the screen with the battery info for pc and ins, and the option on that screen where she should be able to charge did not allow him. Rep mentioned they had tried to remove the recharger and reattach without resolution. Rep attempted to get into tech mode from the home screen and could not, it was unclear if this was user error. They tried to charge and saw rm04. This would consider a sudden change in therapy and symptoms. It was noted they experienced rm04 error and charging issue. A replacement recharger would be sent. No further complication and events were reported.

Event description:
Additional information from company representative was received. Rep stated rep made 3 attempts to contact patient and did not call rep back, the cause was not determined, and rep would contact if patient called back with any new information. No further complication and events were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient needs a MRI and the patient's device is not charged. No further information was reported